Event description:
Per the clinic, on (B)(6) 2025, the patient experienced a sudden onset of symptoms including a roaring sound, intense vertigo and tinnitus, an electrical sensation and twitching on the left side of the face and dizziness. Subsequently, the patient was taken on the hospital for the evaluation and treatment and was admitted for one day. The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.